Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2021-05184, 3006705815-2021-05185, 1627487-2021-17825. It was reported that the patient experienced an infection at the lead insertion site. It is currently unknown what intervention will be planned.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.